Manufacturer narrative:
Complaint conclusion: as reported via (B)(4), a patient experienced a peri-procedure mi per the cec adjudication committee and approximately one month post index experienced angina. This is a (B)(6) female with medical history including hypertension, hyperlipidemia, angina, diabetes mellitus (type ii), allergy (lipitor, wellbutrin, talwin) and smoker. Concomitant medications included: levothyroxine 100 mcg daily, metformin 200mg twice daily, neurontin 900mg three times daily, norvasc 10mg daily, oxycodone 5/325mg three times daily, aspirin 325mg daily, metoprolol 100mg twice daily, centrum silver daily, citracal daily, glucosamine daily, super b complex daily, iron daily. At the time of the index procedure, there were lesions in the proximal rca and proximal and mid lad. The indication for the procedure was unstable angina and acute coronary syndrome. The proximal rca lesion was 20mm in diameter, class a, and de novo with 90% stenosis and timi 3 flow. The lesion was pre-dilated with a 2.5 x 20mm balloon at 14atm and a 3.5 x 23mm cypher was implanted at 16atm without post-dilation. There was no residual stenosis and timi 3 flow. The mid lad lesion was 25mm in length, class b1 and de novo with 70% stenosis and timi 3 flow. The lesion was pre-dilated with a 2.5 x 20mm balloon at 16atm and a 3.5 x 28mm cypher was implanted at 16atm. The stent was post-dilated per standard procedure with a 3.75 x 20mm balloon at 16atm. The proximal lad lesion was 30mm in length, class c and de novo with 80% stenosis and timi 3 flow. The lesion was pre-dilated with a 2.5 x 20mm balloon at 16atm and a 3.5 x 23mm cypher was implanted at 16atm. Next a 3.5 x 13mm cypher was implanted at 12atm overlapping the previously implanted stents in the proximal and distal lad. The stent was post-dilated per standard procedure with a 3.75 x 20mm balloon at 16atm. Post-procedure troponin I peaked at 2.21 (uln 0.15). Troponin was normal pre-procedure. ECG core lab reported intermittent isolated ventricular premature repolarizations with no new major st-t abnormality and no new t waves. The site reported no adverse events and no post-procedure complications, but according to the cec adjudication committee, the patient experienced a peri-procedure mi based on the troponin elevation. The patient was discharged the following day. At the time of the 30 day follow-up visit, the patient reported unstable angina, but no treatment or testing was reported. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient's complex medical status, vessel characteristics and procedural factors may have contributed to the events. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00195, 3003742446-2012-00198, 3003742446-2012-00200 and 3003742446-2012-00201.

Event description:
Addendum: additional information from the site indicated that the patient underwent revascularization of the mlad due to instent restenosis of a mlad cypher stent approximately 31 months post index procedure. Other 3 study stents were noted to be patent. As per coordinator, there was instent restenosis in the mlad stent only while other study stents were patent. It was unknown how far the lesion was located from two study stents in the plad. Several unsuccessful attempts have been made to reach the site to determine specific information on this. However as per site, the restenosis was located in the mlad stented segment and there was no gap between the mlad and plad stents. The outcome of the event was resolved without sequelae and the event was possibly related to the study drug, stent, and procedure.

Event description:
As reported via the (B)(4) study, a patient experienced a peri-procedure mi per the cec adjudication committee. At the time of the index procedure, there were lesions in the proximal rca and proximal and mid lad. The indication for the procedure was unstable angina and acute coronary syndrome. The proximal rca lesion was 20mm in diameter, class a, and de novo with 90% stenosis and timi 3 flow. The lesion was pre-dilated with a 2.5 x 20mm balloon at 14atm and a 3.5 x 23mm cypher was implanted at 16atm without post-dilation. There was no residual stenosis and timi 3 flow. The mid lad lesion was 25mm in length, class b1 and de novo with 70% stenosis and timi 3 flow. The lesion was pre-dilated with a 2.5 x 20mm balloon at 16atm and a 3.5 x 28mm cypher was implanted at 16atm. The stent was post-dilated per standard procedure with a 3.75 x 20mm balloon at 16atm. The proximal lad lesion was 30mm in length, class c and de novo with 80% stenosis and timi 3 flow. The lesion was pre-dilated with a 2.5 x 20mm balloon at 16atm and a 3.5 x 23mm cypher was implanted at 16atm. Next a 3.5 x 13mm cypher was implanted at 12atm overlapping the previously implanted stents in the proximal and distal lad. The stent was post-dilated per standard procedure with a 3.75 x 20mm balloon at 16atm. Post-procedure troponin I peaked at 2.21 (uln 0.15). Troponin was normal pre-procedure. ECG core lab reported intermittent isolated ventricular premature repolarizations with no new major st-t abnormality and no new t waves. The site reported no adverse events and no post-procedure complications, but according to the cec adjudication committee, the patient experienced a peri-procedure mi based on the troponin elevation. The patient was discharged the following day.

Manufacturer narrative:
Complaint conclusion: as reported via the (B)(4) study, a patient experienced a peri-procedure mi per the cec adjudication committee and approximately one month post index experienced angina and restenosis approximately 31 months post index. This is a (B)(6) female with medical history including hypertension, hyperlipidemia, angina, diabetes mellitus (type ii), allergy (lipitor, wellbutrin, talwin) and smoker. Concomitant medications included: levothyroxine 100 mcg daily, metformin 200mg twice daily, neurontin 900mg three times daily, norvasc 10mg daily, oxycodone 5/325mg three times daily, aspirin 325mg daily, metoprolol 100mg twice daily, centrum silver daily, citracal daily, glucosamine daily, super b complex daily, iron daily. At the time of the index procedure, there were lesions in the proximal rca and proximal and mid lad. The indication for the procedure was unstable angina and acute coronary syndrome. The proximal rca lesion was 20mm in diameter, class a, and de novo with 90% stenosis and timi 3 flow. The lesion was pre-dilated with a 2.5 x 20mm balloon at 14atm and a 3.5 x 23mm cypher was implanted at 16atm without post-dilation. There was no residual stenosis and timi 3 flow. The mid lad lesion was 25mm in length, class b1 and de novo with 70% stenosis and timi 3 flow. The lesion was pre-dilated with a 2.5 x 20mm balloon at 16atm and a 3.5 x 28mm cypher was implanted at 16atm. The stent was post-dilated per standard procedure with a 3.75 x 20mm balloon at 16atm. The proximal lad lesion was 30mm in length, class c and de novo with 80% stenosis and timi 3 flow. The lesion was pre-dilated with a 2.5 x 20mm balloon at 16atm and a 3.5 x 23mm cypher was implanted at 16atm. Next a 3.5 x 13mm cypher was implanted at 12atm overlapping the previously implanted stents in the proximal and distal lad. The stent was post-dilated per standard procedure with a 3.75 x 20mm balloon at 16atm. Post-procedure troponin I peaked at 2.21 (uln 0.15). Troponin was normal pre-procedure. ECG core lab reported intermittent isolated ventricular premature repolarizations with no new major st-t abnormality and no new t waves. The site reported no adverse events and no post-procedure complications, but according to the cec adjudication committee, the patient experienced a peri-procedure mi based on the troponin elevation. The patient was discharged the following day. At the time of the 30 day follow-up visit, the patient reported unstable angina, but no treatment or testing was reported. Additional information from the site indicated that the patient underwent revascularization of the mlad due to instent restenosis of a mlad cypher stent approximately 31 months post index procedure. Other 3 study stents were noted to be patent. As per coordinator, there was instent restenosis in the mlad stent only while other study stents were patent. It was unknown how far the lesion was located from two study stents in the plad. Several unsuccessful attempts have been made to reach the site to determine specific information on this. However as per site, the restenosis was located in the mlad stented segment and there was no gap between the mlad and plad stents. The outcome of the event was resolved without sequelae and the event was possibly related to the study drug, stent, and procedure. The study stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with these lot presented no issues during the manufacturing process that can be related to the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the events. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and diabetes. This is one of three products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00195, 3003742446-2012-00198, and 3003742446-2012-00201.

Manufacturer narrative:
Approximately (B)(6) after the index procedure, the patient was hospitalized due to shortness of breath, chest pain and lower extremity swelling. The swelling was treated with lasix. Cardiac enzymes were negative. Angiography was not performed and she was discharged after two days of hospitalization. According to the investigator, the shortness of breath was related to sleep apnea and obesity. Concomitant medications included: levothyroxine 100 mcg daily, metformin 200mg twice daily, neurontin 900mg three times daily, norvasc 10mg daily, oxycodone 5/325mg three times daily, aspirin 325mg daily, metoprolol 100mg twice daily, centrum silver daily, citracal daily, glucosamine daily, super b complex daily, iron daily. Concomitant devices: 2.5 x 20mm balloon, 3.5 x 23 cypher rx stent (lot 15065774), 3.5 x 23 cypher rx stent (lot 15065774). Additional information will be submitted within 30 days of receipt. This is one of four products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00195, 3003742446-2012-00198, 3003742446-2012-00200 and 3003742446-2012-00201.